Event description:
The subject device was used during an uncertain procedure. The ptfe pad of the device began to separate in a short time. There was no patient injury reported.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore, olympus could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. The exact cause of this issue can't be conclusively determined. But based on the similar cases, there was a possibility that the ptfe pad was separated since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. This report is being submitted as a medical device report in an abundance of caution.